Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, both the right ventricular (rv) lead and atrial lead demonstrated noise oversensing, which resulted in pacing inhibition. The noise was reproducible with pocket manipulation. The rv and atrial leads were subsequently capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.